Event description:
Maude: (B)(4) reported that a 2.5 drill point broke off during a knee replacement surgery on (B)(6) 2016. The broken drill point was noted by staff after surgery. The retained drill tip embedded in bone was confirmed by xray. Per the surgeon, the tip will not be retrieved at this time. The family has been notified. Event reported on a maude report. The part number provided was for a tava surgical device and not a synthes device per part number provided, although the facility noted that the manufacturer was synthes on the maude report. The facility was contacted and was unable to provide any additional information. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).